Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a em2400 valve set was producing bubbles. The bubbles where pooling where the ingredient tubing connects to the valve set. The issue occurred during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between august 09, 2025 and august 10, 2025. H11: the actual device was not available; however, a companion sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on the companion sample which included analysis at various points throughout the prime, pump calibration, and direct entry processes. It was observed that the compounding cycle completed with bubbles detected on port 5 valve body cavity 2. The reported condition was verified on the companion sample. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.